Event description:
The manufacturer received information alleging a ventilator not reading volume and has a leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There is a evidence of dirt and dust contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator not reading volume and has a leak. There was no harm or injury reported. In previous report, section e: initial reporter was incomplete. In this report, section e, g has been updated or corrected.